Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer reported blood glucose level was 143 mg/dl. Reportedly, that the customer will contact their healthcare provider to obtain alternate insulin therapy.

Event description:
It was reported that multiple malfunction alarms occurred. Customer reported blood glucose level was 143 mg/dl. The customer stated that the healthcare provider would be contacted to obtain alternate insulin therapy.